Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that an infection started in (B)(6) 2019 at the implantable neurostimulator (ins) battery site of surgery. The patient had been seeing an infection doctor since and the infection was still at the battery site. The system was covering the area and there were no reports of device issues or allegations. It was unknown if surgical intervention was planned and the patient was alive with no injury. There were no further complications reported or anticipated.